Manufacturer narrative:
(B)(4). The device was manufactured february 5, 2015 ¿ february 6, 2015. The device was received for evaluation. Visual inspection via the naked eye, as well as through a microscope did not find any evidence of hair or particulate matter. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the small volume intermate had a hair. The particle was identified before use. There was no patient involvement. No additional information is available.